Event description:
It was reported to manufacturer by facility, per facility the maintenance director was called because bed wasn't working properly. They went under the bed to see what was wrong, per facility there was something bent and with gouges. Bed fell on the maintenance director hand, his fingers were crushed and he needed surgery. Facility contact was to send manufacturer their incident report.